Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was really old and was malfunctioning; customer requested for insulin pump to be replaced. Customer's blood glucose was 120 mg/dl. Customer reported that buttons were sticking, making it difficult to program a bolus delivery. Customer would call back to speak with correct department in order to process insulin pump upgrade.